Event description:
When taking a biopsy of the stomach a tiny blue particle was noticed on the biopsy forceps. Forceps were immediately removed and particle placed on 4x4 for staff to obtain a picture. On another pass another particle was noticed in the patient's stomach. It was presumed that it came from the biopsy cap as it was the only blue artificial item in the path the biopsy forceps took. The device was saved and will be returned for failure analysis. The additional blue particle was retrieved and no harm came to the patient. Microscope images were obtained from the biopsy cap and are attached to this report.